Event description:
During pt treatment with the model 3100a, the user reported hearing a loud hissing noise coming from where the cooling air is plugged into the back. The pt was left on the 3100a until a replacement unit arrived, with no compromise to the pt being reported.